Manufacturer narrative:
Batch review performed on 13 september 2018. Lot 180922: (B)(4) items manufactured and released on 13 march 2018. Expiration date: 2023-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to infection 9 days after primary. The surgeon washed out the knee and swapped the poly. The pathogen is unknown.